Manufacturer narrative:
(B) (4). Eval of the returned product shows that the alarms power and tone works intermittently. (B) (4).

Event description:
The customer reported that the alarm will not power on. There was no pt injury reported. Inspection of the product shows that the alarm has intermittent power and alarm tone.